Event description:
Reporter indicated that lead test of patient's device resulted in high lead impedance reading (dc-dc code and limit), indicating possible lead malfunction. The eri (elective replacement indicator) was "no", indicating that the generator was not nearing end of service.